Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, d6(b), h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture & capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade iii/IV and palpable lump. The device has been explanted.

Event description:
Healthcare professional reported "rupture" . This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.